Manufacturer narrative:
This model is not sold in the USA, therefore 510(k) is not applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint on 09-jul-2021 for "foggy, milky image. Ift(insertion flexible tube) snake effect, caused by the new carrying case. There is no defect with the ift" involving pentax medical video colonoscope, model ec38-i10cf2, serial number (B)(4). The cmos (complementary metal oxide semiconductor) chip will be replaced as a service request. On 26-jul-2021, a device history record(DHR) review for model ec38-i10cf2, serial number (B)(4) was performed by the manufacturer, the DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 07-sep-2020 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 07-sep-2020.